Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 564 mg/dl and high ketones. Customer address the elevated blood glucose levels by giving a correction bolus via the pump. Customer went to the hospital and was subsequently admitted into the intensive care unit. Reportedly the customer had inflammation to the heart. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and customer was released on (B)(6) 2022 with no permanent damage. Tandem technical support performed a system check and reportedly the customer was not removing air from the cartridge, and using cold insulin. The pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.